Event description:
Per maude event report (B)(4), the patient had a hernia repair with a cqur mesh device. (Redacted) days later he removed the bandage to take a shower and his skin looked sunburned, swollen and there was a yellow discharge. Hospital said it was infected. Patient had the mesh removed and was given antibiotics and had drains placed. Patient was in the hospital a total of 5 days. Patient began vomiting after discharge from the hospital on (redacted) 2012 and was found to have an obstruction. Patient was taken back to surgery on (redacted) 2012 and the obstruction was relieved. "Patient stated he has tried to contact the manufacturer, but they have not called him back". The physician said that the mesh was infected and patient feels that if he wasn't as strong as he was, he would not have made it.

Manufacturer narrative:
Since no product was returned for evaluation, the complaint cannot be confirmed. Following investigation, our conclusion is that the probable root cause is unknown due to not enough information available to make a determination. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution and there are no similar incidents against this batch.